Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. The customer's blood glucose level was reported at 257 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus and or basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery test and occlusion test were not perform due to motor error alarms. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.